Event description:
Clinical study-same case as mfg # 6000089-2005-01943 and 01935. 144 days after a coronary artery drug eluting stenting procedure the patient experienced a myocardial infarction (mi). The lesion being treated in the index procedure was a 2.3mm, 100% stenosed portion of the 2nd obtuse marginal (2nd ob marg). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesioin. A dissection occurred so two additional 2.50x24mm taxus express2 drug eluting stents were placed with a 5mm overlap. There were no further complications. The patient was discharged the next day on plavix and aspirin. 144 days after the initial procedure the patient experienced a non q-wave mi. The patient was hospitalized and discharged the next day. In the opinion of the physician the relationship of the mi to the taxus stent is probable.